Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness and a third-party treatment with juice, sugar and food was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the adc device and was unable to obtain readings. As a result, customer experienced a seizure and/or loss of consciousness and a third-party treatment with juice, sugar and food was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap; no issues were observed. Sensor cap was retained inside applicator cap. The applicator has been fired correctly. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Data analysis was consistent with a failed insertion of the sensor tail. Sensor state 7 with event code [11/224/227] and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion where a sensor tail was unsuccessfully applied to the user¿s body. This led to the tail having contact with surface blood or interstitial fluid creating a passed insertion check and limited historical log data before the puck terminated its function as designed. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.